Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. This is report 3 of 3 for this peritonitis episode.

Event description:
During a call for an unrelated issue, the patient indicated he had peritonitis which was diagnosed on (B)(6) 2010. The patient stated that he felt abdominal pain on (B)(6) 2010 and went to the clinic (B)(6) 2010. The patient stated that the peritonitis has not stopped him from being physically active or working. During follow-up with the patient's peritoneal dialysis nurse on (B)(6) 2010, the following additional information was obtained: the patient began with automated peritoneal dialysis therapy on (B)(6) 2009 with local (pd4) ambuflex. The patient was diagnosed with bacterial peritonitis on (B)(6) 2010. The patient was not hospitalized for the peritonitis and there was no exit site or tunnel infection associated with the peritonitis. The patient's peritoneal dialysis effluent was sampled on (B)(6) 2010 and the analysis showed 2563 leucocytes, 91% neutrophils, and 8% lymphocytes. The gram stain showed gram positive cocci and the culture showed coagulase negative staphylococcus. The nurse indicated the patient was treated with antibiotics. The patient has been able to continue with peritoneal dialysis therapy and the peritonitis is improving. The nurse indicated the patient's transfer set was not replaced after the peritonitis was diagnosed. The nurse also indicated the likely cause of the peritonitis was a break in aseptic technique. There was no allegation made against any of the patient's peritoneal dialysis disposables or solutions.

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice (hc) device. The alarm occurred on (B)(6) 2010. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Current labeling provides ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.